Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2019-11922. It was reported the patient passed away on (B)(6) 2019 due to a blood clot in the lungs. The physician does not suspect the blood clot or subsequent death to be linked to the device.